Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. The fracture is likely a result of kink. This type of damage such as a kink and subsequent fracture typically occurs if the red68 is manipulated against resistance during use. The reported tortuous patient's anatomy may have contributed to resistance during the procedure. Further evaluation revealed kinks along the catheter shaft and an ovalization on the distal tip. This damage was incidental to the reported complaint. The kinks along the distal shaft and ovalized distal tip may have occurred due to advancement against resistance. The kinks along the proximal shaft may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), and a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient's anatomy was tortuous and the patient had intracranial atherosclerosis (icas). During the procedure, the physician completed one pass using the red68. It was reported that all of the thrombus was successfully removed. While removing the red68, the midshaft of the red68 was noticed to be fractured. The red68 was removed from the patient in its entirety. The procedure was completed at this point. There was no report of an adverse effect to the patient.